Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having non-curonix devices implanted has been ruled out. However, migration was confirmed via x-ray. The patient reportedly felt something pop at their surgical site while helping their partner get up which may have caused device migration and new pain. The stimulator is used to treat pain. The cause of the new pain is due to migration. However, the cause of migration is due to excessive twisting or stretching as the patient helped their partner get up and felt a pop at the surgical site (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a new pain in their buttocks and migration was confirmed via x-ray. On (B)(6), 2026, a revision procedure was performed on device serial number (B)(6). Although both devices migrated, only one device was revised as the patient was still getting relief from device serial number (B)(6). As of june 05, 2026, the patient is doing better, the pain has resolved, and they are getting relief.